Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was not feeling stimulation since tuesday and she had a return of symptoms since (B)(6). The patient does not feel stimulation and the therapy was on. It was noted the situation was not resolved. The patient stated the therapy is on, setting program 1 at 2.8 v. The patient increased stimulation to 3.4 v and was still not feeling stimulation. The patient plans to follow up with their healthcare professional (hcp). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.